Manufacturer narrative:
(B)(4). Concomitant medical products: 00771100620, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 extended offset, 60819268. 00801803203, femoral head sterile product do not resterilize 12/14 taper, 61328202. 00620205022, shell porous with cluster holes 50 mm, 61315222. 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, 51313560. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2017-00158. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of revision operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision procedure eight years post-implantation due to adverse local tissue reaction, elevated ion levels, metallosis, poly wear, and third body debris. During the removal of the head, there was evidence of corrosion on the trunnion of the femoral component as well as the internal portion of the cobalt chromium femoral head. There was stamping of the grooves and evidence of discoloration along the entire trunnion of the femur. There was darkened material at the rim of the femoral head consistent with grade iii-IV trunnion corrosion. The patient was noted to have a crescent bone defect in the posterior acetabulum in addition to devitalized bone along the junction of the prosthesis and greater trochanter. Upon removal of the femoral head, there was evident corrosion noted on the trunnion of the femoral stem and the inner taper of the femoral head. The poly was noted to have surface scratches from suspected third body wear and was removed. The surfaces of the shell and stem were cleaned and a poly was impacted into the shell. The trunnion was cleaned, dried, trialed, and a head and neck were impacted.